Event description:
Event occurred in 2008. Customer reported 3 events that when the IV set package was opened, the top of the burette separated and fell off. Product was not used on a pt, no pt contact or harm reported. No other event details available. The IV sets were requested, but will not be returned, because the customer reported that all the sets were discarded.

Manufacturer narrative:
This report was filed by the manufacturer.